Event description:
The patient reported the v-go device fell off while playing a game and patient bg went to 725. The patient was not at home when the vgo "fell off" so she did not immediately apply a new vgo. Length of time the v-go was detached from the patient. Body was not provided by the patient. The patient went to the ER, was given insulin in the ER and then discharged to home. The patient discarded the vgo devices in this report.